Event description:
Additional information was received that the pptwo was caused by fusion resulting in functional loss of capture (loc). The device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Reprogramming was anticipated; however no intervention has been performed at this time. The patient was stable and will continue to be monitored.